Event description:
Light broke at pivot support and down tube junction. Light hit pt but no add'l treatment was required.

Manufacturer narrative:
Unit was manufactured in 1993 and was part of the recall initiated by manufacturer. End-user was unaware of recall and had not been contacted by distributor. In some cases. The distributor had not contacted the end-user regarding the recall and burton was not granted access to distributor client list. End-user requested, and received new extension arms for lights located at their facility.